Event description:
The customer reported when booting up, the monitor is totally black on top and requires rebooting of system before it will work properly.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The system was repaired, found to be operating as intended, and released to the customer for use.